Event description:
The patient was implanted with a herniamesh t-sling on (B)(6) 2006. Many years later the patient has suffered chronic pelvic and vaginal pain, inability to control her bladder, need to be un standing position to urinate, suffering from recurrent vaginal prolapsed, and severe lower back pain. No further information has been provided.